Event description:
It was reported that the customer received a button error alarm on the insulin pump while riding a bicycle. Customer's blood glucose was 128 mg/dl. It was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and a missing end cap sticker.